Event description:
It was reported by the customer that the line leaked just above the blue hub. This required the patient to be de-accessed and re-accessed. It was stated "we think the leak is where the white clamp is used on the line."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.